Event description:
Ous MDR - after an implant duration of about 45 months high pacing impedances (over 2000 ohms) and loss of captured were noted. No adverse pt side effects were reported. The lead was not explanted. The event date was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had benn performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.